Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a patient regarding their previous implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said they have 1 or 2 leads still in their body from a previous procedure because the healthcare provider (hcp) was unable to fully explant them due to the presence of scar tissue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.